Manufacturer narrative:
Imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a captivator ii-15mm round stiff snare was used to remove a 15mm polyp in the colon during a colorectal polyp resection procedure performed on (B)(6) 2023. During the procedure and inside the patient, an attempt was made to strangle the polyp and energize it with the device, but it was not possible. The snare was securely attached to the active cord and there were no visible problems with the cautery pins. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a captivator ii-15mm round stiff snare was used to remove a 15mm polyp in the colon during a colorectal polyp resection procedure performed on (B)(6) 2023. During the procedure and inside the patient, an attempt was made to strangle the polyp and energize it with the device, but it was not possible. The snare was securely attached to the active cord and there were no visible problems with the cautery pins. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h10: investigation results a captivator ii-15mm round stiff snare was received for analysis. Visual inspection of the returned device revealed no damages were found. Functional inspection was performed and when the device was connected to the 10 inch loop fixture, it contracted and extended without problems. Electrical test was performed and the device passed, indicating a proper connection. No other problems were noted. The reported event of "loop failure to cut" could not be confirmed since the device cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. Device analysis found no problems with the device during visual, electrical and functional test. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected.